Manufacturer narrative:
Since it is unknown which of the 2 clips experience incomplete coaptation, lot history record (lhr) is performed here for both clips. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history records did not identify any similar incidents from the reported lot. The reported patient effects of mitral valve insufficiency/ regurgitation/recurrent mr (which is persistent mitral regurgitation), dyspnea and worsening heart failure as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported incomplete coaptation (postprocedure) cannot be determined. It is possible that challenging anatomy could have influenced the reported issue however this cannot be confirmed. The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported single leaflet device attachment/slda as the mr returned after the slda occurred. The reported dyspnea was a result of the recurrent mr. The reported heart failure/congestive heart failure was related to the recurrent mr as well. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as the patient was hospitalized and another mitraclip procedure was attempted for further treatment. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event - estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mitral regurgitation (mr). Two clips (70216u108 and 70217u189) were implanted, reducing mr from 4 to 1. In (B)(6) 2021, the patient experienced dyspnea. On (B)(6) 2021, the patient was hospitalized due to decompensated heart failure. Echocardiogram was performed confirming one of the clips detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 3-4. It is unknown which clip had the slda. On (B)(6) 2021, a second procedure was attempted; however, during the transseptal puncture, the transseptal needle punctured the dilator and as resulted protruded from the sheath/dilator at the curve into the muscular part near the septum resulting in a pericardial effusion. The mitraclip procedure was aborted, no clips were implanted. Mr remains 3-4. The steerable guide catheter and mitraclip delivery system did not enter the patient anatomy. The patient was stable afterwards. No additional information was provided.